Event description:
Additional information was received that there was an alert for low out of range pacing impedance less than 200 ohms. The impedance had been low since implant, and was stable. There was no further actions taken, and plan was to monitor. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the light on the remote home monitor was blinking red for an unknown reason. Patient services discussed that the light may indicate information that was received from the patient's cardiac resynchronization therapy defibrillator (crt-d) and was not able to be transmitted to the clinic due to a yellow sending wave. A successful transmission since been received. The patient was referred to their clinic to have the device checked. Additional follow-up was requested. No adverse patient effects were reported.